Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a loss of therapeutic effect, and there were high impedances. The impedance measurements were greater than 4000 ohms on some of the bipolar pairs. Additional information has been requested, a follow-up report will be sent if additional information becomes available.